Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of connection between the system controller and heartmate touch app was not confirmed. It was reported that the issue occurred during pump set up 2 minutes into priming. The account lost visibility of the pump prime timer, pump priming was manually timed and performed. It was reported that the issue was resolved by restarting the session on the heartmate touch app. No product was returned for evaluation. Losses of connection between the system controller and heartmate touch app were further investigated onsite by abbott engineers at (B)(6) hospital; however, the issue was not reproduced during testing and the root cause could not be determined from the engineering investigation. Additional information indicated there was a delay to case flow which also delayed the receival of sterile items into the surgical field, no further losses of connection were observed, no product was returned for evaluation, and no heartmate touch framework files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all alarms (visual and audible), including the disconnected system controller - heartmate touch app, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) chapter 5 "surgical procedures" explains how to perform pump priming using the heartmate touch app, and states that priming lasts for five minutes. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no further loss of connection. There was a delay to case flow while waiting to receive the sterile items into the surgical field.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that prior to implantation, there was loss of connection to the system controller at approximately 2 minutes into pump prime. Visibility was lost of pump prime timer and account needed to manually time and manually stock pump. Prompts followed, session was ended and re launched and navigated back to clinical screen. The session was manually timed and manually ended.